Event description:
The customer stated that she had a keypad anomaly on the insulin pump. Customer stated that she just came from church and her pump was blinking. Customer tried to give herself a bolus but the numbers would not stop going up. Customer stated that now she cannot press any buttons. Customer's blood glucose was 164 mg/dl. Customer stated that she called in before about the pump not giving her the pm option when setting the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No time clock anomaly was noted and the alarm icon functioned properly. No unresponsive buttons were noted and all buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a cracked reservoir tube lip, cracked case at the display window corners and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.